Event description:
It was reported that the patient stopped breathing during an implant procedure and was hospitalized. The patient was doing well after hospitalization. No further information has been obtained despite good faith efforts.